Event description:
The customer stated that she removed the pod after less than a day because of pain and discomfort. Her skin was irritated after removal. She said she was experiencing pain over 3 days and then went to an urgent care clinic. She was diagnosed with an infection and received cephalexin for treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Lot qualifications and sterilization records were reviewed and the product lot met all acceptance criteria.